Event description:
It was reported via repair work order that both head end siderails were stuck in the lowest position as the timing link was corroded with fluid intrusion and the power cord was missing the ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.